Event description:
Patient undergoing tee/cardioversion, 12 lead electrocardiogram (EKG) obtained by cath lab tech, stickers & leads remained attached per current practice. Patient's chest hair clipped & cleaned with "sticky paws," defib pads placed by cath lab tech. Procedure went forward without issue up to the cardioversion. The defibrillator was set to 200 joules synchronized; upon discharge, rn witnessed a square orange flash shine through the anterior pad. Rn notified the physicians & the cardiologist removed the pad to assess. The odor of burnt hair was present with a visible thin, crescent shaped mark on the patient's chest & brown surface residue. Rn removed the residue using gauze & skin lotion. Clinical staff was of the opinion that it may have been an adhesion/hair issue. All equipment was impounded for investigation. This is the second report submitted this product. Original watch report placed on (B)(6) 2025: FDA watch report filed for zoll pro-padz adult multi-function electrodes -report ID: (B)(4) - no obvious concern for prep with this issue.